Event description:
It was reported that the device was explanted in 2008 after 136 months of implant duration due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.